Event description:
On (B)(6) 2016, it was further reported that the ICD and rv lead were explanted and replaced, and the lv lead was explanted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 407652 lead, implanted 2008-(B)(6). 694965 lead, implanted 2006-(B)(6). (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) battery is depleting quickly, the right ventricular (rv) lead exhibited high thresholds and high impedance, and the left ventricular (lv) lead exhibited high thresholds. The device and leads remain in use. No patient complications have been reported as a result of this event.